Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Log file review performed by technical support for the treatment date shows no abnormalities that could have contributed to reported event. No errors or warnings on that day and stable energy. On this day only one treatment was performed, according to logfiles, however multiple events have been reported with the same date. The root cause cannot be identified conclusively. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a case of an incomplete flap; could not find the side cut, during lasik flap creation. Upon follow up, company representative informed that the surgeon decided to postpone this case for a month, to be redone. Patient was reported to be fine. There are multiple cases reports, from this reporting facility. This report addresses the fourth case, and additional manufacturer reports will be filed.